Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was surgically repositioned due to migration. Patient experienced pain and scarring. No additional adverse patient effects were reported.